Event description:
It was reported that during a nephrectomy, the blade broke off. Another device was used to complete the case. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.